Event description:
It was reported that the patient's stimulation was not working and she was not feeling stimulation. She was diagnosed with neurogenic bladder/bowel about 6 years ago and recently diagnosed with rectal prolapse. The patient met with her health care professional to have the device checked and it was not working. It was noted they only met for 10 minutes and it was not clear whether the patient programmer or the physician programmer was used. This had been going on for about 7 months, but the patient was busy with family issues and had not wanted to or had the time to deal with this issue. The physician asked that the manufacturer work with the patient to troubleshoot the device. The location of the patient's symptoms were the perineum and there was no known accident or incident related to this issue. The patient was educated on patient programmer use and this did not resolve the issue. The patient was going to call the manufacturer back when she got her glasses to troubleshoot the device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2001, product type lead; product ID 3093-33, lot# v360697, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).